Event description:
Boston scientific received information that the left ventricular (lv) and competitor's right ventricular (rv) leads connected to this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing impedances and capture thresholds. The lv lead's impedances were consistently greater than 2000 ohms. The rv lead impedance had risen from 600 ohms to 1800 ohms since the generator change-out procedure six weeks earlier. The shock lead impedance was fine. A chest x-ray was performed and it did not appear that the leads had moved. Pocket manipulation and isometrics were performed and no noise was noted. It is planned that the patient will be taken to the operating room where the pocket will be opened and the connections checked. No adverse patient effects were reported. Additional information was received that surgical intervention was performed. Upon opening the pocket there was blood in the chamber of the device and all over the leads in the header. The header was flushed and the leads were cleaned. The leads were then analyzed with the pacing system analyzer (psa) and measurements were normal, and reconnected to the device with normal results. There was no noise on the leads and the device was bi-ventricular pacing. Defibrillation threshold (dft) testing was successful at 31 joules in a single coil configuration. All leads were retained and the patient was doing very well.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.